Event description:
Alleged the head of the bed would suddenly drop as if someone had pulled the CPR and only occurs occasionally. He alleged the patient experienced increased pain when the head lowered at a faster speed.

Manufacturer narrative:
The technician said the right CPR cable was not properly attached under the CPR cable clamp on the CPR housing allowing the cable to get stuck and activating the CPR when head of the bed was lowered. The technician adjusted the cables to repair the bed. The facility stated no incident report was completed and additional information was not available.